Event description:
Customer states that the device produced a result of 216 mg/dl with no blood applied to the test strip. No action was taken based on device results. Requested return of suspect device and replacement was sent.